Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated via rf telemetry. Rf antenna was unplugged and the device was successfully able to be interrogated via wand telemetry. Device remains implanted.